Manufacturer narrative:
Corrected: event description. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection. The implantable pulse generator (ipg) system was removed and a temporary lead was implanted and connected to the existing ipg outside of the body. A leadless pacemaker was subsequently implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection. The implantable pulse generator (ipg) system was removed and a temporary lead was implanted and connected to the existing ipg outside of the body. A leadless pacemaker was implanted a few days later. No further patient complications have been reported as a result of this event.